Event description:
Additional information reported that the patient passed away on (B)(6) 2021 due to biventricular failure secondary to myocardial infarction. The device was functioning properly and it will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented with bleeding. Placement of proteck duo for recmo resulted in spontaneous pa rupture times 2. Required conversion to full sternotomy for repair. Massive transfusion protocol initiated. The patient¿s chest left open due to coagulopathy and transferred to the intensive care unit (ICU). After coming off bypass patient sustained ventricular tachycardia storm. Defibrillated 6 times in the operating room (or) and patient then went into right heart failure requiring recmo. The patient was supported on recmo, dialysis, amiodarone and lidocaine drops, levophed for hypotension. Continued defibrillation. The patient has a history of ventricular tachycardia (vt) and sick sinus syndrome. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented with bleeding. The account reported that placement of proteck duo for resuscitation extracorporeal membrane oxygenation (recmo) resulted in spontaneous pulmonary artery (pa) rupture twice which required conversion to full sternotomy for repair. Massive transfusion protocol was initiated. The patient¿s chest was left open due to coagulopathy and they were transferred to the intensive care unit (ICU). After coming off bypass, the patient sustained ventricular tachycardia (vt) storm. The patient was defibrillated 6 times in the operating room (or) and the patient then went into right heart failure requiring recmo. The patient was supported on recmo, dialysis, amiodarone and lidocaine drops, and levophed for hypotension. The patient expired on (B)(6) 2021 due to biventricular failure secondary to myocardial infarction. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas IFU is currently available. This IFU bleeding, cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU lists although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01nov2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented with bleeding. Placement of proteck duo for recmo resulted in spontaneous pa rupture times 2. Required conversion to full sternotomy for repair. Massive transfusion protocol initiated. The patient¿s chest left open due to coagulopathy and transferred to the intensive care unit (ICU). After coming off bypass patient sustained ventricular tachycardia storm. Defibrillated 6 times in the operating room (or) and patient then went into right heart failure requiring recmo. The patient was supported on recmo, dialysis, amiodarone and lidocaine drops, levophed for hypotension. Continued defibrillation. The patient has a history of ventricular tachycardia (vt) and sick sinus syndrome. No further information provided.